Event description:
A peritoneal dialysis (pd) patient (pt) contacted customer service (cs) to report that the micropore-surgical tape 1x10yds causes irritation and rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).